Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : all available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
On (B)(6) 2012, the patient underwent a primary bilateral knee arthroplasty. Depuy products were used for each knee. There were no indicated intra-operative complications. On (B)(6) 2021, the patient presented for a left knee evaluation due to hemarthrosis, effusion, swelling, discomfort, and decreased range of motion. A left knee arthrocentesis was performed and 60 ml of bloody synovial fluid was removed. IV antibiotics were also administered. There were no indicated complications.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). Clinical adverse event received for hemarthrosis. Event is not serious and is considered moderate. There is a remote possibility that the adverse event is related to device and/or procedure. Date of implantation: (B)(6) 2012. Date of event (onset): (B)(6) 2021. (Left knee). Treatment: knee aspiration/drainage, 60cc of bloody synovial fluid; IV antibiotics (keflex 2 grams, then 1 gram 6 hours later)